Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a pinhole 14mm from the proximal marker band. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 95% stenosed, 20mm in length, eccentric, de novo target was located in the mildly tortuous, mildly calcified and 2.00mmx20mm proximal left anterior descending artery (lad). The lesion contained a bend of less than 45 degrees. A 2.00mmx20mm emerge balloon catheter was advanced but failed to cross. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.